Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the generator failed an incoming vxi test which was attributed to the main printed circuit board being out of specification in an electrical manner. With the rate set to 70 paces per minute and the atrial and ventricular outputs set to 10 milliamperes and the backlight and menu off the battery was ejected and the generator shut off after one second. The test was performed five times and had the same result. Analysis also noted that the upper and lower cases were broken and contaminated, the bail covers were broken and the keyboard scratched. The device was to be scrapped in-house. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly (pcba). Visual inspection revealed no anomalies. Bench analysis found that both supercaps failed in-circuit, surge current was below normal, and a battery removal test failed. After replacing both capacitors the battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure.